Event description:
It was reported in a service report that the bed scale was not working. No adverse consequences were alleged.

Manufacturer narrative:
The user facility reported that the scale was not functioning. There was no issue with the scale. The scale performed as intended after the service tech zeroed the scale according to the operating instructions in the manual.